Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Voluntary event report was received. Medwatch: mw5103627.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information was requested, but not available.

Manufacturer narrative:
Correction: h6 codes for product not returned.